Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a failure or calibration error occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a failure or calibration error through connection loss. A root cause could not be determined via data. The reported issue of a failure or calibration error is reportable based on the finding of permanent connection loss.